Manufacturer narrative:
This product has been recalled due to the exact problem. Corrections have been made.

Event description:
It was reported that "during a surgical procedure the grasper jaw broke off". The surgery was extended to retrieve the broken jaw.